Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the initial implant procedure, the right ventricular lead exhibited increased capture thresholds and intermittent loss of capture. Multiple repositioning attempts were made but the lead continued to exhibit high capture thresholds. After several repositioning attempts the physician was unable to advance the stylet past the terminal pin. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.  The lead was otherwise normal.